Event description:
The patient presented to the emergency room because their current pod was "affected" and they were not comfortable using it. The patient¿s blood glucose level was measured at 268 mg/dl. Due to anxiety related to self-injection, the patient sought assistance from a healthcare provider for insulin administration.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone18.2 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.